Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker. Upon review, farfield oversensing was observed. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.